Event description:
Account alleged that the head of the bed goes down on its own.

Manufacturer narrative:
Technician checked the head functions at the siderail and CPR. Technician also placed the head of the bed at a 30 degree angle with weight on it over a period of time and the head section did not move. Unit was returned back to service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.